Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of baxter sets leaked at the connection sites; further described between the baxter tubing and non-baxter lipid filter set. This was observed during use; however, patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event.no additional information is available.